Event description:
Unomedical reference number (B)(4). Event occurred in spain on 22-mar-2024, 29-mar-2024, 02-apr-24 ,10-apr-24, 15-apr-24 & 20-apr-24 the patient reported that the infusion set cannula was kinked, within 3 hours of insertion. The infusion set long for few hours. Furthermore, the customer confirmed that he replaced the infusion set and resume insulin deliveries successfully unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR . 04072 - device 4 of 6.